Manufacturer narrative:
The scd express was evaluated and the review showed that the unit had a damaged power cord, with copper wire was exposed. From the area in which the damage occurred it is possible this could be related to wear over time from the wrapping procedure of the cord around the bed hook. The cause of the reported condition for the damaged power cord was due to wear from potential wrapping technique overtime. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/16/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the power cord is cut with exposed copper wire. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states that the case screws are broken and exposed copper wiring on the power cord. The customer further reports that this occurred during testing.